Event description:
It was reported the insulin pump alarmed motor error. Customer's blood glucose level was 145 mg/dl. Motor error alarm did not occur during rewind. The device was not exposed to MRI. Alarm was cleared. Customer was advised to do a manual prim and device alarmed again. The device was not dropped. Drive support cap does not seem to be damaged. Customer was unable to prime. The device passed self test. Motor error alarm has occurred once in the past month. Alarm history on the device is not ok. No further information reported.